Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the asymptomatic patient presented for initial implant of a left ventricular lead. During the procedure, the lead was flushed with water, and a small hole in the insulation was noted near the lead's coil. A new lead was used for implant. There were no adverse consequences to the patient reported.